Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (bathroom). Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for low blood glucose results. The customer is concerned with tests results from results obtained of 90, 55, 99 and 83 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 102 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 69 mg/dl and 75 mg/dl using truemetrix air meter. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 05/22/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6).